Event description:
The device was used during a laparoscopic cholecystectomy. It was reported the er320 clips were spitting out of the jaws of the device. Rep reports surgeon stated most or all of the clips were retrieved. There was no consequence to the pt.

Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cycled, fed, and formed remaining clips within design spec when fired. The reported incident of spitting clips could not be recreated. Comments: each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve our products.